Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient experienced a recurrence of left flutter. The patient had a holter monitor and echocardiogram previously that indicated left flutter, and a subsequent echocardiogram two weeks later, confirmed the same condition. The recurrent left flutter was treated with an electro cardioversion and was hospitalized on the same day. The outcome of the procedure is unknown. The patient was reported to be recovering/resolving. No further patient complications have been reported as a result of this event.